Event description:
Per the clinic, the patient experienced skin breakdown and infection at the magnet site due to strong magnet retention, which resulted in loss of blood flow to the skin under the processor. Subsequently, the infection was treated with oral antibiotics and wound care (specific date and duration not reported). The patient's processor magnet was replaced with a lower strength magnet after allowing the skin to heal for 6 weeks (specific date not reported)